Event description:
It was reported that the patient was no longer able to hear with the device as well as before. No trauma was reported.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, damage caused by minute device mobility under the silicone overmold at the feedthroughs, likely contributed to the reported lack of benefit. As per information received on the irc 3 channels were extra cochlea since initial implantation. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was no longer able to hear as well as before. No trauma was reported. Reportedly the patient had some awareness of sound. The patient has been re-implanted.

Manufacturer narrative:
UDI code not available for this device. Additional information - according to the currently available information, it appears there is a problem with the active electrode e g damage to active electrode due to minute device mobility. However to determine an exact root cause a device investigation at the explanted device is necessary. A further investigation will be performed. As and when the patient gets explanted and the device is received.

Event description:
Reportedly the patient is still having good access to sound.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.